Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged that the insulin pump was over delivering. Customer alleged insulin pump was over delivering because customer had low blood of 62 mg/dl and insulin pump continued to give more insulin. Customer had experienced low blood glucose level and treated with food. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.